Manufacturer narrative:
(B)(4).the device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was unknown. To correct the condition, the pump head display printed circuit board assembly was replaced; this part was ultimately replaced twice in order to fully correct the observed condition. If any additional information is received, a follow-up MDR will be sent.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump required the replacement of two pumphead display 230v,50hz printed circuit board assemblies due to display issues. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.